Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode around 1 am and had lost consciousness. Paramedics were called. Pt's cgm was reading 114 mg/dl while pt's bg was measured at 43 mg/dl and that is after pt's coworkers had given him some "coke". Pt was administered IV in the ambulance. Pt was also hospitalized for a few hours. At the time of his call to dexcom technical support, pt reported that he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.